Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis the accuview graph from the study was returned for evaluation. The total time of the study was 29:33:30 as opposed to the recommended study time of 48 or 96 hours. The ph readings were found to be at normal values throughout the study. At (time), the recording stopped. Because information sent from the customer includes only accuview graph, the conclusion of the investigation cannot be positively determined. Although a root cause could not be determined, when the recording stops in this manner, it can be caused by the following: recorder battery discharge ¿ if battery was not replaced before beginning of the study; recorder malfunction ¿ due to a failure in the internal components inside the recorder, the ability to pick bravo capsule signal was damaged; capsule failure - due to failure on capsule¿s internal components, the ability of the capsule to function properly was damaged. Capsule detached early investigation conclusion for the failure to attach could not be reliably determined. Because a lot number was not provided, a DHR review could not be performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a patient's esophageal procedure was over, the account reviewed the resulting study. Some of the study was missing as it seemed as though the study had ended early. A repeat procedure was necessary due to the alleged device malfunction. There was no harm to the patient or user due to the alleged device malfunction. No known adverse events were reported.